Event description:
It was reported that intermittent cartridge alarms occurred. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was in 350-380 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.